Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was received for evaluation. Also one electronic image was provided for review. The radiographic image depicts the device inserted via a right jugular access. There appears to be extravasation of contrast at the peak of the catheter arch in the neck. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 4.3cm from the distal end of the cath-lock and a partial compound break was noted approximately 5.8cm from the distal end of the cath-lock. The edges of the compound breaks were noted to be uneven. The surface was noted to be smooth on one region and granular on other regions and a split was noted between both regions. Upon infusion, leaks were observed from the compound breaks on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified leak, wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post port placement, the port was flushed once, and the patient allegedly felt a little discomfort. It was further reported that approximately one year and three months post port placement, the patient allegedly experienced pain when the patient was about to use anticancer drug for chemotherapy. Furthermore, an x-ray was taken, and the catheter was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post port placement, the port was flushed once, and the patient allegedly felt a little discomfort. It was further reported that approximately one year and three months post port placement, the patient allegedly experienced pain when the patient was about to use anticancer drug for chemotherapy. Furthermore, an x-ray was taken and the catheter was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was received for evaluation. Also one electronic image was provided for review. The radiographic image depicts the device inserted via a right jugular access. There appears to be extravasation of contrast at the peak of the catheter arch in the neck. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 4.3cm from the distal end of the cath-lock and a partial compound break was noted approximately 5.8cm from the distal end of the cath-lock. The edges of the compound breaks were noted to be uneven. The surface was noted to be smooth on one region and granular on other regions and a split was noted between both regions. Upon infusion, leaks were observed from the compound breaks on the attached catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post port placement, the port was flushed once, and the patient allegedly felt a little discomfort. It was further reported that approximately one year and three months post port placement, the patient allegedly experienced pain when the patient was about to use anticancer drug for chemotherapy. Furthermore, an x-ray was taken and the catheter was allegedly found to be fractured. There was no reported patient injury.